Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.